Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 46 mg/dl. Customer stated that had critical pump error. Customer was treated with food. Customer was not in auto mode or smartguard. Customer believed insulin pump was over delivering because he was running low the whole day. Customer recalled insulin dripping or squirting from end of set before connecting at their site. The insulin pump and reservoir will not be returned for analysis.